Event description:
It was reported that the pump stopping suddenly with a "biomed" error message. "Outcome of the injury was resolved. Patient was not harmed." Bedside rn was in the room when this event occurred. The syringe pump suddenly alarmed "biomed error" and stopped the continuous infusion of fentanyl. Bedside rn was able to find another syringe pump that was not being used and quickly switched over the fentanyl infusion to a new syringe pump. There was about a one minute interruption of the continuous fentanyl infusion due to this biomed error alarm that appeared on the screen.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found the device to be in good condition. ?primary audible alarm post' error was found in the device's event history log. The device was powered on, and functional testing was performed. Upon review, the reported problem was unable to be duplicated. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: regulatory.responses@icumed.com.